Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation/left side"), gastrointestinal injury ("colon perforation"), genital haemorrhage ("heavy bleeding/heavy bleeding"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallstones (gallbladder removal), multigravida, parity 2, recurrent abortion, cholecystectomy, smoker, ankle injury and panic attacks. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included photophobia, passed out, rash, cellulitis, nickel sensitivity and chronic cervicitis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain/abdomen pain severe persistent sharp stabbing"). In (B)(6) 2013, the patient experienced headache ("head pain/head pain stabbing pain, shrp, consistent pain, dull pain"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstruation/painful menstruation"), pelvic pain ("severe and persistent pelvic pain/severe and persistent pelvic pain"), dyspareunia ("painful sexual intercourse/painful sexual intercourse"), obesity ("obesity/obesity"), oligomenorrhoea ("infrequent menses/infrequent menses "), migraine ("migraines/migraines"), weight increased ("weight gain/weight gain"), abdominal distension ("bloating/bloating"), bone density decreased ("decreased bone density/decreased bone density") and hypersensitivity ("allergic reaction/allergic reaction"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), allergy to metals ("allergy to nickel/nickel allergy") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with solpadeine (tylenol 1), ibuprofen, propranolol, topiramate, oral contraceptive nos, surgery (hysterectomy and essure removal) and surgery (dilation and curettage). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, gastrointestinal injury, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, pelvic pain, obesity, oligomenorrhoea, allergy to metals, bone density decreased, hypersensitivity and mental disorder outcome was unknown, the genital haemorrhage, migraine, weight increased, abdominal distension and abdominal pain was resolving, the dyspareunia had resolved and the headache had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, bone density decreased, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal injury, genital haemorrhage, headache, hypersensitivity, mental disorder, migraine, obesity, oligomenorrhoea, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: (essure removal date discrepancy found: (B)(6) 2013 and (B)(6) 2014). She noticed these things beginning to decrease about 3 weeks diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on an unknown date: not provided . Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs received. Outcome of the head pain was updated to not resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), gastrointestinal injury ("colon perforation"), genital haemorrhage ("heavy bleeding"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallstones (gallbladder removal), multigravida, parity 2 and recurrent abortion. Previously administered products included for an unreported indication: oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain"). In (B)(6) 2013, the patient experienced headache ("head pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("painful menstruation"), pelvic pain ("severe and persistent pelvic pain"), dyspareunia ("painful sexual intercourse"), obesity ("obesity"), oligomenorrhoea ("infrequent menses"), allergy to metals ("allergy to nickel"), migraine ("migraines"), weight increased ("weight gain"), abdominal distension ("bloating"), bone density decreased ("decreased bone density"), hypersensitivity ("allergic reaction ") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with solpadeine (tylenol 1), ibuprofen, propranolol, topiramate, oral contraceptive nos, surgery (hysterectomy and essure removal) and surgery (dilation and curettage). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, gastrointestinal injury, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, pelvic pain, obesity, oligomenorrhoea, allergy to metals, bone density decreased, hypersensitivity, mental disorder and headache outcome was unknown, the genital haemorrhage, migraine, weight increased, abdominal distension and abdominal pain was resolving and the dyspareunia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, bone density decreased, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal injury, genital haemorrhage, headache, hypersensitivity, mental disorder, migraine, obesity, oligomenorrhoea, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on an unknown date: not provided. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.